Manufacturer narrative:
Occupation: non-healthcare professional . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - lumbar radiculopathy/ spinal pain. It was reported that the patient had a fall on (B)(6) 218. Patient reported a popping sensation felt in her back near the neurostimulator (ins) since the fall. It was unknown if the symptoms were related to the device/therapy. No further complications were reported/anticipated.